Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system's oxygen cell would not calibrate. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative replaced the oxygen cell in the electronic patient gas system (epgs). The epgs is operating to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.